Manufacturer narrative:
No button error alarms were noted. The pump had intermittent button response due to corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 226 mg/dl at the time of incident. The customer's blood glucose was 484 mg/dl at the time of call. The customer stated that dinner caused the high blood glucose. The customer stated that they were not on the insulin pump during the high blood glucose. The customer stated that they were going to treat the high blood glucose with insulin and manual injections. The customer stated that there was no need of troubleshooting for the high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.